Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hypoglycemia and hyperglycemia as well. Customer stated last night she drank soft drink the blood glucose level was 37 mg/dl, and later ate 60 grams of carbs and the blood glucose level was 47 mg/dl. Customer stated that after going to bed, woke up, and the blood glucose level was 115 mg/dl, and again 20 grams of carbs to which the blood glucose level went upto 192 mg/dl. After waking up the blood glucose level was 410 mg/dl. Customer declined troubleshooting for high and low blood glucose levels. Customer stated that insulin pump had hardware low level failure error. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer reported that insulin pump did not pass the self test. The insulin pump will not be returned for analysis.